Manufacturer narrative:
Correction to the initial report: the h 6. Investigation conclusions code of ¿cause not established (d15)¿ has been replaced with ¿unintended use error caused or contributed to event (d1102)¿. The h 6. Investigation findings code of ¿usage problem identified (c23)¿ has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a pentaray nav for which biosense webster¿s product analysis lab (pal) identified an electrode that was lifted and dent. Initially, it was reported that the physician used a vizigo sheath the pentaray could not be inserted through the sheath, not even by force. No defect was visible from the outside. There was no patient consequence. This was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 21-aug-2024, the splines were observed bent and an electrode was lifted and dent. This was assessed as MDR reportable with an awareness date of 21-aug-2024.

Manufacturer narrative:
The pentaray nav device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed the splines were bent and an electrode lifted and dent. A manufacturing record evaluation was performed for the finished device 31271957l number, and no internal action was found during the review. The spline bent issue could be related to the reported event; therefore, the customer complaint was confirmed. The potential cause of the splines bent, and the electrode lifted could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The device instructions for use contain the following recommendations: the catheter is recommended for use with an 8 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).